Event description:
It was reported by the patient that the implantable cardiac monitor was "dead, had not been working for a while." Communication attempts for additional information were unsuccessful. According to manufacturer records, the device remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported by the clinic that no product allegations exist against the implantable cardiac monitor in regards to longevity.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).